Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with one jaw leg disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected due to the condition of the jaw. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, two conforming clips were fed and formed; in order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar.

Event description:
It was reported that during a nephrectomy procedure, while the doctor tried to ligate the vessel and the clip formed a twisted hair-pin like shape, which couldn¿t ligate the vessel well. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.